Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm issue was verified in the pump logs; however, no failure was identified. The battery charging issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. In addition, a temperature alarm occurred while the pump was connected to a power source. The customer's blood glucose was 248 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.